Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported via facility medwatch report (B)(4) the during a left split anterior tibial tendon transfer procedure the surgeon was implanting the ar-1555bc screw and the screw broke. The distal portion of the screw was retained in the patient's bone. The proximal portion of the screw above the break was retrieved and save by the facility ors quality as well as the device box with implant numbers. Patient was a (B)(6) male. (B)(6) kg. Non-hispanic/latino follow-up investigation: date of procedure was (B)(6) 2018. To complete the procedure a different size of the same arthrex screw was used and placed in another location. Facility has the device to return for evaluation.